Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to elevated iop (40mmhg) without pupil block and angle closure and excessive vault. On (B)(6) 2020 a shorter lenght lens was implanted. This resolved the problem. Cause of the event is reported as "lens was larger than it should have been."

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).